Event description:
It was reported that during an implant procedure there was noise on the lead and the settings were adjusted to eliminate the noise. Following the procedure there was a loss of capture after the patient changed positions and high thresholds. The lead was repositioned, however the thresholds remained high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.